Event description:
It was reported that the modular cable was exchanged due to tear/twist. The backup controller was exchanged for the primary.

Manufacturer narrative:
Section b2: "required intervention to prevent permanent impairment/damage (devices)" was incorrectly selected in the initial report. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed. There was no log file submitted for review. System controller, serial (B)(6), was not returned for analysis. The provided information indicated that the controller was exchanged in december 2020 for reoccurring backup battery fault alarms. There were no pictures or additional documents provided. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot backup battery alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient reported back up battery fault alarms which is a common occurrence. The patient had a modular cable and controller swap in (B)(6) 2020. No additional information provided. Related manufacturer's report number: MFR# 2916596-2021-03842